Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Half the rope has stayed inside of the applicator and has been cut in half [device breakage]. Case narrative: consumer reported via e-mail that half the rope has stayed inside of the applicator and has been cut in half. No injury reported.